Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to all electrodes on the left lead being out of range/high-impedance failures. There was no report of patient harm or injury. A new lead was implanted without complications. The implant and pre-revision imaging were reviewed and revealed an improper implant technique, leading to the lead fracture.

Manufacturer narrative:
Mml# (B)(6). Received information that the product was lost during transit to mainstay medical. No device investigation could be performed. The device history record was reviewed. No relevant nonconformances were found. Updated h6.

Event description:
It was reported that the patient underwent revision surgery due to all electrodes on the left lead being out of range/high-impedance failures. There was no report of patient harm or injury. A new lead was implanted without complications. The implant and pre-revision imaging were reviewed and revealed an improper implant technique, leading to the lead fracture.